Manufacturer narrative:
If explanted; give date: n/a. The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, a tecnis toric intraocular lens (iol) was implanted in the patient's left (os) eye. The lens was placed at 94 degrees at implant and was measured at the 6-month study visit on (B)(6) 2018, at 84 degrees. There was no injury or patient complication. The lens rotation does not significantly interfere with activities of daily life for the patient. The product will be returned as it remains implanted. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Correction: initial report inadvertently reported that product will be returned. However, it should have been reported as product will not be returned as lens remains implanted. Additional information: additional information received indicated that there were no subject visual symptom complaints at the 6-month visit. The visual acuity for the left eye (os) was 20/20 uncorrected and best corrected. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.